Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), phone: (B)(6), email: (B)(6), biomedical engineer. Testing of actual/suspected device : the getinge field service engineer (fse) that encountered the issue found that the unit would not switch on, on mains supply. The supply line got tripped after switching the unit on. The fse checked all the connections which were fine. The power supply was suspected and needed for testing purpose. Further checking will be done after replacing part. Waiting for parts. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) would not switch on when on mains supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the power supply to fix the issue and performed a full functional and safety checks to meet factory specifications. Completed repair with all functional and safety tests as per manufacturer specifications.

Event description:
N/a.